Manufacturer narrative:
Analysis summary: the device was subjected to electrical/mechanical function testing and a complete visual inspection. Normal operation was observed. Visual inspection revealed that the patient cable release was slightly misaligned.

Event description:
The reporter indicated that the rate measurement was not correct. There was no pt involved in this event.